Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to detect the device after several attempts to transmit a manual transmission. Follow-up investigation with the clinic indicated that the patient has not sent any recent remote transmissions, or been seen in the clinic for a device check. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.